Event description:
Consumer complaint of blood result reading of "lo". Nurse states the customer feels well and requires no medical attention. Customer's expected blood result are 110-120mg/dl fasting. Verified the strips expire 04/15/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: see scanned table.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). The investigation and product evaluated was complete. Black chemistry observed. The most likely underlying root cause of this malfunction was due to improper storage. The device was exposed to undesirable levels of humidity.

Event description:
Consumer complaint of blood result reading of "lo". Nurse states the customer feels well and requires no medical attention. Customer's expected blood result are 110-120mg/dl fasting. Verified the strips expire 04/15/2017. Customer confirms the strips are stored properly and were fist opened (B)(6) 2015. Reviewed meter memory: (B)(6).